Manufacturer narrative:
An unidentified ICU medical infusion set with a bonded spinning spiros at the distal end was returned for investigation. The spinning spiros of the infusion set was confirmed to have an axial crack in the female luer which resulted in leakage. The probable cause of the spinning spiros female luer crack cannot be determined.

Event description:
The event involved an unspecified infusion set with a bonded spinning spiros that was found to leak chemotherapy during priming. There was no patient involvement, no adverse event and no delay in critical therapy.